Event description:
Customer reported hospitalization due to high blood glucose readings of over 600 mg/dl. Customer reported symptoms of diabetes ketoacidosis, dizziness, shakiness and pounding heart prior to the hospitalization. Customer was monitored for their blood glucose readings and treated with IV as well as shots of insulin. Customer also reported having a bent cannula. Customer's current blood glucose reading is 146 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.